Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm volbella® xc. After the injection, patient experienced a ¿possible occlusion.¿ symptom status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.